Event description:
Additional information received from the field clarified the correct device information. Additionally, surgical intervention was taken on (B)(6) 2016 where the ipg was explanted and replaced which resolved the issue. Reportedly, effective therapy was restored postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) ipg was inoperable as the patient did not charge the device for about 6 months. The ipg was unable to communicate with multiple external device as the patient did not charge the device for about 6 months. A sjm representative confirmed the issue. Surgical intervention will be taken at a later date to address the issue.